Event description:
(B)(4). Injury alleged. Malfunction alleged. Per dealer, the consumer tried to turn quickly to get out of the way of a car and the front caster was caught in a grate. She was not wearing her seatbelt at the time. The paramedics and fire department were called. She received abrasions to her right arm and back. She is complaining of a bad headache and general soreness. The chair has significant damage. MDR filed.